Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead migration resulting to the patient having inadequate stimulation. The patient underwent a lead revision procedure wherein the paddle lead was put back to its proper location. The patient was doing well postoperatively.